Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One unused 6fr angio-seal vip was returned for product evaluation. All accessory components were returned within the sealed header bag. Visual inspection revealed that there were no signs of damage or deformation on the returned components. No visual anomalies were noted. Functional testing was conducted. The hemostasis sheath was mated with arteriotomy locator and the locator was then removed. The device sleeve was confirmed to be in full forward lock position and the bypass tube and carrier tube were inserted into the hemostatic valve. The carrier tube assembly was inserted in slow increments until the sheath cap and device sleeve snapped together. The anchor and tip of the carrier tube were released as intended. The device was pulled back to the full rear lock position with colored bands on the sleeves clearly visible. The anchor posted to the sheath. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned unused devices were of the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. An unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used as usual. A pre-deployment angiogram was performed, and the artery was located. When trying to set the anchor the physician pulled out the whole device without applying heavy force. The bleeding was stopped with fifteen minutes of manual compression and without any complications. The patient was in stable condition. There were no patient consequences; patient was not harmed. Bleeding occurred in the procedure room. It was a left femoral artery puncture. Additional information was received on 19dec2019. It was reported that the blood loss probably did not exceed 250cc. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta). A 6fr sheath was used.